Event description:
The plaintiff's attorney alleges that the patient experienced a sudden cardiopulmonary arrest and subsequently expired as a result of exposure to naturalyte and/or granuflo administered during dialysis treatment

Manufacturer narrative:
This is one event for the same patient involving two separate products.